Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The serial number was unknown; therefore, the device manufacture date is unknown. Concomitant med products and therapy dates: oscillating saw device. The manufacturing location is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an arthroscopy surgical procedure, it was discovered that while the small battery drive device was being used together with the oscillating saw device, the oscillating saw touched the patient¿s skin causing a burn. According to the reporter, the surgeon placed the oscillating saw directly on the patient's skin, and after a continuous use of five minutes without interruption, the device burned the patient¿s skin, cutting the skin and muscles to the bone. According to the reporter, the facility stated that they were aware that the "colibri ii manual, does it mention use for 30 seconds and leave 60 seconds for cooling¿. It was further reported that the facility acknowledged the device was misused. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There was patient injury reported. However, it was not reported if there was any medical intervention or prolonged hospitalization required as a result of this event. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. B5: d10: during subsequent follow-up with the reporter, additional information was obtained. The reporter clarified that the saw blade devices were also used with the oscillating saw attachment device and the small battery drive device in the same event. Therefore, the saw blade devices have been included in this event and added as part of the concomitant medical products. Furthermore, since the saw blade devices and oscillating saw attachment were implicated in this event, the initial report is being updated to ¿this report is event 1 of 3 of the same event." The reporter also provided information that there was no delay to the surgical procedure. It was further indicated that the patient experienced a second degree burn. According to the reporter, the patient is currently doing well. The burn caused a blister and as such, the patient was treated by the hospitals burn team. There was no additional information available regarding additional medications provided to the patient due to the burn. D10. Concomitant med products and therapy dates: oscillating saw device, saw blade devices.